Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. During the resolution process, the customer assistance team helped the caller attempt to load a new cartridge, but the alarm recurred, preventing successful insulin therapy resumption. As a result, a replacement pump was provided. The customer was informed they would receive a pump with updated software and needed to program settings into the new device. They were also instructed to store and return the faulty pump within ten days to avoid charges. The caller agreed to all instructions provided by technical support. Customer addressed their bg with a manual injection.